Event description:
Caller tested 1.9 inr on the coaguchek s system and 2.5 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the coaguchek s system.